Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient went to the emergency room and was diagnosed with diabetic ketoacidosis (dka). For treatment, the patient was put on a insulin drip and was given fluids the patient was also provided magnesium and potassium.